Event description:
A posterior spinal fusion (psf) & transforaminal lumbar interbody fusion (tlif) was performed with hardware. Approximately three weeks later the product came out anteriorly.======================manufacturer response for caliber, caliber system (per site reporter).======================company rep requested product be returned to manufacturer. Plan to return & has requested copy of report. Will forward to FDA when received.